Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding menorrhagia") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paxil. Concurrent conditions included body mass index normal. Concomitant products included bupropion (wellbutrin) from (B)(6) to (B)(6) , omeprazole since (B)(6) 2016 and ondansetron (zofran) since (B)(6) 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). On (B)(6) 2008, 10 months 21 days after insertion of essure (ess205), the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) , the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and neuroma ("neuroma foot"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("bloating"), back pain ("lower back pain"), sciatica ("sciatica pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with dicycloverine hydrochloride (bentyl), macrogol 3350 (miralax), biotin, surgery (hysterectomy, salpingectomy, cholecystectomy, oophorectomy (one side removal of ovary),) and surgery (underwent endometrial ablation in (B)(6) /failed.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and alopecia had resolved, the menorrhagia, genital haemorrhage, depression, anxiety, vaginal haemorrhage, adenomyosis, nausea, dysmenorrhoea, vaginal discharge, weight increased, irritable bowel syndrome and abdominal pain lower outcome was unknown and the fatigue, abdominal distension, back pain, sciatica and neuroma was resolving. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, nausea, neuroma, pelvic pain, sciatica, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: need for additional surgery. Current weight 153 lbs. Approximate weight at the time of essure placement 113 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Surgical pathology report final pathologic diagnosis: cervix, hysterectomy: nabothian cysts. Uterus, endometrium, hysterectomy: secretory endometrium. Uterus, myometrium, hysterectomy: adenomyosis. Fallopian tubes, bilateral, cell projecting: no pathologic alteration, ovary, left, oophorectomy: cystic follicle. Appendix, appendectomy: no pathologic alteration, gross description: the right and left fallopian tube within the proximal lumen is a silver-colored metallic wire consistent with an essure device. Most recent follow-up information incorporated above includes: on 19-jun-2018: new pfs + mr received- new events added: abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: adenomyosis,nausea, dysmenorrhea (cramping), fatigue, vaginal discharge, weight gain / loss specify which one: weight gain,gastrointestinal or digestive system condition type: irritable bowel syndrome, bloating, other injury (ies) or complication (s) please describe: underwent endometrial ablation in (B)(6) /failed., low back pain, foot / neuroma pain were added.new reporter, date of birth were added.product information was updated.outcomes of events pelvic pain, hair loss from unknown to recovered/resolved, events foot/neuroma pain, sciatica pain, fatigue, bloating from unknown to recovering/resolving updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/excruciating pain'), menorrhagia ('abnormal bleeding menorrhagia'), genital haemorrhage ('abnormal bleeding'), abdominal pain lower ('lower abdominal pain') and ovarian vein thrombosis ('ovarian vein thrombosis(blood clot)') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one coil looking very bent which was different". The patient's medical history included miscarriage and fibromyalgia. Previously administered products included for an unreported indication: paxil. Concurrent conditions included body mass index normal. Family history included heart disease, unspecified. Concomitant products included bupropion hydrochloride (wellbutrin) from 2005 to 2016, miconazole nitrate (monistat), omeprazole since (B)(6) 2016, ondansetron (zofran) since (B)(6) 2016 and propofol (anesthesia s/I 60). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). In 2008, the patient experienced headache ("headache"). On (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"), 10 months 21 days after insertion of essure (ess205). In 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea") and was found to have neuroma ("neuroma foot"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue/tired"), abdominal distension ("bloating/extream blotting/blotting/looks like 5 month pregnant"), back pain ("lower back pain"), sciatica ("sciatica pain"), abdominal pain lower (seriousness criterion medically significant), loss of libido ("lack of sexual drive"), feeling abnormal ("brain fog ebelly"), ovarian vein thrombosis (seriousness criterion medically significant), pelvic congestion ("pelvic congestion"), menstruation irregular ("irregular periods"), abdominal discomfort ("gi upset about 6 months after geetting essure"), weight loss poor ("frustating inability to lose a pound"), dyspepsia ("digestive issue/digestive disruption"), methylenetetrahydrofolate reductase gene mutation ("mthfr gene mutation"), constipation ("constipation"), gastrointestinal disorder ("bowel problems/digestive disruption"), scar ("lots of scar tissue"), toothache ("tooth pain stopped/gone"), hot flush ("hot flush"), endometriosis ("endometriosis"), fibromyalgia ("fibromyalgia"), malaise ("feeling sick"), arthralgia ("joint pain") and parosmia ("metalic smell"), underwent cholecystectomy ("had gall bladder removed") and was found to have weight decreased ("weight loss/I have lost ten pound") and benign neoplasm ("benign cyst on liver"). The patient was treated with biotin, dicycloverine hydrochloride (bentyl), macrogol 3350 (miralax) and surgery (abdominal surgery, hysterectomy, salpingectomy, cholecystectomy, oophorectomy (one side removal of ovary), and underwent endometrial ablation in 2009/essure failed.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia and toothache had resolved, the menorrhagia, genital haemorrhage, depression, anxiety, vaginal haemorrhage, adenomyosis, nausea, dysmenorrhoea, vaginal discharge, weight increased, irritable bowel syndrome, abdominal pain lower, feeling abnormal, ovarian vein thrombosis, pelvic congestion, menstruation irregular, cholecystectomy, headache, weight loss poor, methylenetetrahydrofolate reductase gene mutation, constipation, gastrointestinal disorder, scar, weight decreased, hot flush, benign neoplasm, arthralgia and parosmia outcome was unknown and the fatigue, abdominal distension, back pain, sciatica and neuroma was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, benign neoplasm, cholecystectomy, constipation, depression, dysmenorrhoea, dyspepsia, endometriosis, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hot flush, irritable bowel syndrome, loss of libido, malaise, menorrhagia, menstruation irregular, methylenetetrahydrofolate reductase gene mutation, nausea, neuroma, ovarian vein thrombosis, parosmia, pelvic congestion, pelvic pain, scar, sciatica, toothache, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: need for additional surgery. Current weight 153 lbs. Approximate weight at the time of essure placement 113 lbs. My daughter says I smell like metal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Colposcopy - on an unknown date: normal. Computerised tomogram - on an unknown date: showed a ovarian vein thrombosis and pelvic congestion/uterus and ovaries looked normal. Endoscopy - on (B)(6) 2007: normal. Ultrasound scan - on an unknown date: showed a ovarian vein thrombosis and pelvic congestion/uterus and ovaries looked normal. X-ray - on an unknown date: one coil looking very bent which was different. Surgical pathology report final pathologic diagnosis: cervix, hysterectomy: nabothian cysts. Uterus, endometrium, hysterectomy: secretory endometrium. Uterus, myometrium, hysterectomy: adenomyosis. Fallopian tubes, bilateral, cell projecting: no pathologic alteration, ovary, left, oophorectomy: cystic follicle. Appendix, appendectomy: no pathologic alteration, gross description: the right and left fallopian tube within the proximal lumen is a silver-colored metallic wire consistent with an essure device. On (B)(6) 2008 hysterosalpingogram should dr. Told me that after the first hsg my tubes were not occluded. We waited and did another hsg. He said the tubes were still not occluded. I was told after the 3rd hsg my tubes were occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- bloating/extream blotting/blotting/looks like 5 month pregnant, pain, abnormal bleeding, hair loss, depression, anxiety, adenomyosis, nausea, dysmenorrhea, fatigue,weight gain, irritable bowel syndrome, blotting. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media fu received: events was added- lack of sexual drive, brain fog ebelly, ovarian vein thrombosis, pelvic congestion, irregular periods, device shape alteration, gi upset about 6 months after geetting essure, had gall bladder removed, headache, frustrating inability to lose a pound, digestive issue/digestive disruption, mthfr gene mutation, constipation, bowel problems, lots of scar tissue, weight loss/I have lost ten pound, tooth pain stopped/gone, hot flush, benign cyst, endometriosis, fibromyalgia, feeling sick, joint pain and metalic smell. Reporter information, concomitant drug and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.